Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic segmental lung resection, at the time of the bronchial resection, when the green button was pressed and the firing started, the device advanced while abnormal noise was being heard. The firing stopped midway. When the button was pressed again several times, the device advanced, but the abnormal noise did not disappear. The device could be returned to the proximal side, but the surgeon did not use it at that point. A new handle from a competitor¿s company was used to resolve the issue.

Manufacturer narrative:
Concomitant medical products: sigpshell, sig power sigpshell control shell (lot#: unknown); sigadaptshort, sig power sigadaptshort lin short adapt (serial#: (B)(4); sig45ctamt, tri 2.0 sig45ctamt 45 CT med thk 12mm (lot#: unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. Analysis of the system logs showed that there were instances where the motor was moving in the incorrect direction. The most likely root cause was not established. Internal process improvements have been initiated to mitigate this issue. It was reported that the device initially fires, but failed to complete the firing cycle and the device gave unexpected audible feedback of normal use. The reported issues were confirmed. The most likely cause was traced to a component failure. Internal process improvements have been initiated to mitigate this issue. The evaluation detected an unreported condition that did not cause or contribute to the reported condition: the battery data was analyzed, and the battery was in a state of permanent failure. The physical battery was examined, and the current interrupt device was open. Visual inspection of the battery logs noted that the cell over voltage (cov) failure bit had been tripped. The most likely cause could not be established from the information available. This issue was due to the set threshold being exceeded. This will prevent the power handle from being able to charge. Another unreported condition that did not cause or contribute to the reported condition was identified: the battery data was analyzed. It showed the vimr (voltage imbalance at rest) bit was set to fail. The most likely cause for the additional condition is traced to a component failure. This issue occurs when the current draw on the battery is low enough to be considered at rest. The reason why this occurred cannot be reliably determined. As a result, the system will fail safely either during sleep mode or on the charger and poses no patient safety risk. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.